Manufacturer narrative:
Reported event: customer reported that the shell impaction handle got stuck inside e.e. Device evaluation and results: device evaluation was performed and the variable hip end effector event was confirmed. Device history review: review of the device history records indicates (B)(4) devices were manufactured and inspected on 09-25-2013. The (B)(4) devices were dispositioned according to npr 13-07-0030 as used "as is". Complaint history review: a review of the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of catalog: 206967, serial number: (B)(4), lot #: 19020113, RMA #: 224630. Conclusions: the exact cause of the event was: the variable hip end effector showed a failed locking mechanism. Specifically the hip chuck slide assembly (part 202870) was found broken, which has made actuating the locking mechanism difficult. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #760 has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case end effector was damaged intraoperatively. This did not negatively impact the case. The case was completed successfully with the damaged end effector. There was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case end effector was damaged intraoperatively. This did not negatively impact the case. The case was completed successfully with the damaged end effector. There was no harm to the patient.